Event description:
As reported, the patient underwent an initial replacement in 2020 and was revised due to unknown reasons in (B)(6) 2022.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 05005520015 (B)(6), - gps implant kit v2, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-35-01 - small glenoid plate, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0, (B)(6), 320-31-36 - glenosphere, 36mm, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm.

Event description:
It was reported that approximately 21 months after a right total shoulder replacement procedure, the patient underwent a revision procedure. The reason for this revision is unknown. The infection previously reported occurred in a subsequent event. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - type of investigation. The following sections were corrected: b5, h6 - health effect - clinical code, medical device problem code. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information received indicates the patient was revised due to infection and an antibiotic spacer was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, e1. The following sections were corrected: h6 clinical code and problem code.